Event description:
Adverse event(s): "the procedure was aborted" (surgical procedure aborted/stopped). Product problem(s): "a system message displayed during the procedure" (device displays error message). The nurse reported a system message displayed during the procedure. Add'l info rec'd from the nurse stated they were unable to clear the sys message. The procedure was aborted. Multiple attempts were made for pt status with no response to date.

Manufacturer narrative:
The customer requested service for the sys. The service request is on hold pending the customer's decision for service. No samples have been rec'd for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).